Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that two toothbrush plaque remover heads were popping off the top of the unit and both times a small metal part fell into their mouth. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded/not available.

Event description:
Consumer via e-mail stated that two toothbrush plaque remover heads were popping off the top of the unit and both times a small metal part fell into their mouth. No injury was reported.